Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reported also sent report to FDA are unknown.

Event description:
It was reported that a cassette lock out alarm was present. There was no patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Latch flex was not detecting latched position so it was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120. H4: correction: device manufacturing date: 24-feb-2021.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached to complaint object: no patient involvement. Occurred during bench test. H6: event problem and evaluation codes: updates not required.